Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg pocket was causing rib discomfort. The patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected due to ipg was using almost maximum amperage to provide therapy. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn:(B)(4)) device evaluation indicated that the device that the source of the rib discomfort caused by the ipg could not be determined. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The device passed the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient's ipg pocket was causing rib discomfort. The patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected due to ipg was using almost maximum amperage to provide therapy. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 17590220.

Event description:
It was reported that the patients ipg pocket was causing rib discomfort. The patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected due to ipg was using almost maximum amperage to provide therapy. The patient was doing well postoperatively. The source of the rib discomfort caused by the ipg was undeterminable. The returned ipg was analyzed, and no anomalies were found. Additional information was received that the ipg was explanted due to patient was bothered by the vibration of the ipg when it was turned on. The lead was also explanted. No further information has been obtained despite good faith efforts.